Event description:
The customer reported that the system exhibited filament calibration required error with patient involvement. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface board) pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.